Manufacturer narrative:
Additional information was added to the following fields to capture the dislodgement of the lead: b1: adverse event/product problem. H6: device code(s).

Event description:
It was reported that this right atrial lead was surgically abandoned due to experiencing dislodgement. Another lead was implanted instead. No further adverse effects were reported.

Event description:
It was reported that this right atrial lead was surgically abandoned due to a product performance issue. Another lead was implanted instead. No further adverse effects were reported.